Manufacturer narrative:
No lot number was provided, and without lot number, is not possible to determine the expiration date. The manufacture date can not be determined without lot number. The 3m medical complaint investigator did inform the pt's mother to investigate the possibility of current leakage and to contact the monitoring company due to the injury appearing to look like a burn. No further info has been obtained.

Event description:
It was reported a young man was on a 24 hour, 6 lead, holter and developed blisters and burn-like areas that were worse under 4 of the electrodes. Reportedly he was treated with silvadene by the doctor.